Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drugs being delivered were dilaudid (hydromorphone) at 100 mcg/day and bupivacaine at 50 mcg/day. It was reported that the patient is at a hospital. She got there through ER 3 days ago, on monday (B)(6) 2020). She was there a couple of weeks ago as well. She has been developing problems after she had the pump installed, since (B)(6) 2019. She has a bleeding issue, she is bleeding internally, she has hive issues, she got pulmonary hypertension, 'she got like a thousand things.' Since she got to the hospital this time, her pump needs to be adjusted to her current level of pain. Pain is part of the issue. Right now, the pain is what superseding a lot of issues and is affecting her ability to get treatment. At the hospital they do not want to treat her pain because she has a pump. They will not properly medicate her at the hospital, she is not getting any medication for pain. The pump is set at the level when she was not in pain that she is in now. Caller says she is at a low dose and needs a higher dose. The hospital is not familiar with a pump and won¿t do anything. Caller says he is unable to reach her managing healthcare professional (hcp). The caller was redirected to follow up with the hcp regarding pump adjustment.

Manufacturer narrative:
H10 - review of the additional information received has determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the cause for the patient¿s symptoms was gastro-intestinal bleed not device related. The actions and interventions taken to resolve the issue was an upper and lower endoscopy capsule camera. The issue was resolved.